Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device pbbdqhr0 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the animal underwent an unknown procedure on unknown date in 2019 and suture was used. The needle pulled off from the thread after a few tissue passages, without exerting excessive tension on the thread. Another device was used to complete the procedure. There were no adverse patient consequences reported.